Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mu66-2-214 - hmrs distal femur modular prosthesis. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Doctor from (B)(6) hospital reported that: "in 1991 patient undergone to a distal femur resection due to an osteosarcoma and was implanted with distal femur modular prosthesis dx. The patient undergone to unanticipated revision surgery due to the breakage of the tooth of the prosthetic body following an accidental trauma".